Event description:
During pt transport from the or to the ICU, while the pt was being manually ventilated using a bag, the rear assembly that connects to o2 reservoir fell off the bag. Vendor was brought in to discuss problem, where other bags of same lot also failed.